Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a revision of a primary total left hip due to loose femoral component and pain as of a result of the loose component. No delay or additional adverse consequences.